Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and patient hospitalization were not reported. The patient was treated with amikacin, cefazolin and ceftazidime for the event. At the time of the report, the patient has recovered from the event. Pd therapy was stopped and re-introduced. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information for b5: upon follow up it was reported the patient experienced bacterial peritonitis and was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.